Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. A xtw clip was implanted central a2/p2 reducing mr to grade 1. On (B)(6) 2025, a follow up transesophageal echocardiogram (tee) was performed and revealed recurrent mr grade 4 due to progression of disease. The clip remained stable. On (B)(6) 2025 a intervention procedure was performed. Right groin access was attempted but the transseptal equipment could not advance due to difficult anatomy, so left groin access was used. A xt was attempted to be implanted but could not sufficiently reduce mr. Also when the m-knob was applied the delivery system did not move so it was exchanged for an xtw. Outside of the patient the m-knob functioned normally on the xt. The xtw was advanced to the valve. During deployment, there was difficulty separating from the clip delivery system (cds). The axis was aligned and shaft pulled apart, but after release the clip then detached from the anterior leaflet (single leaflet device attachment (slda)). The procedure was aborted, ended with mr unchanged grade 4. No further intervention was performed.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult clip deployment appears to be related to procedural circumstances (left groin access). The reported incomplete coaptation appears to be related to challenging patient anatomy (prolapse and thickened posterior leaflet, restricted anterior leaflet). The reported mitral regurgitation is a cascading event of the incomplete coaptation. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. The reported improper or incorrect procedure or method was associated with the user not aligning the clip arms perpendicular to the line of coaptation. It could not be determined if this contributed to the reported issues; therefore, a letter will not be sent to the account to address the deviation from the instructions for use (IFU) and its associated potential adverse events. There is no indication of a product quality issue with respect to manufacture, design, or labeling.